Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, minor scratches on the display window and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was shooting out insulin and they could not get out the rewind prime loop. The customer was in the process of changing out their infusion set and reservoir when insulin started to squirt out during the manual prime process. Customer's blood glucose level was 232 mg/dl. Insulin continued to drip after letting go of the act button during the prime process. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.